Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2014 due to rotator cuff insufficiency. Tornier resurfacing head and tornier affiniti glenoid were removed. Tornier ascend flex device was implanted without incident.